Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Please note: there are five (5) cases associated with this product; therefore a separate FDA form 3500a has been generated to address the other four (4) cases. Note: the actual date of event is unk, so the date used was the date convatec became aware. In addition, as stated on the complaint form provided, the event(s) occurred (4) times between (B)(6) 2014 and (B)(6) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that the pt developed sacral eschar associated with the skin coming in contact with stools leakage resulting from water leakage when inflating the flexi-seal signal balloon. It is further reported that the event occurred between four (4) hours and three (3) days and all device(s) five (5) flexi-seal in fifteen (15) days were discontinued.